Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving multiple appropriate shocks. Upon interrogation, noise and high pacing impedance were observed. The lead was capped and replaced on (B)(6) 2016. There were no procedural complications and the patient was in stable condition.